Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the system and confirmed that the application was up and running as expected and no further investigation was required. Customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es after the station was rebooted, it stayed in maintenance mode for almost 30 minutes, and the station was performing validation updates. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.